Event description:
Per home pt's (hp) spouse, hp was utilizing an integrated homechoice set in combination with one patient line extension set during their homechoice automated peritoneal dialysis therapy. The patient line extension set was not connected to the pt line of the homechoice set until after the prime cycle had already been completed. Hp was able to successfully complete their therapy without receiving any alarms. Per spouse, no pt injury or medical intervention was associated with this incident.